Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was changing color and cannot read it. The customer¿s blood glucose level was 123 mg/dl. Customer states that esc button was not responsive. Troubleshooting was not performed. The insulin pump will not be returned for analysis.